Event description:
It was reported that the pacing impedances of the patient's lv pacing lead was high and has increased. It was also reported that the rv pacing thresholds were high. Both leads are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.